Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the health care professional (hcp) for this patient reported that this left ventricular (lv) lead was fractured. There were no adverse patient effects reported and no reported planned intervention. The lead remains in service.